Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for epilepsy. It was reported that the patient was recharging too often and longer , further mentioning that they take 2-3 hours to get a full charge. Caller stated it takes 20 minutes more to charge fully. 4/26 1.5 hrs. 75% 4/22 .7 hrs 50% 4/23 none 4/23 3.2 hrs 100% 4/26 1.4 hrs 75% 4/26/ 2.5 hrs 100% it was noted that the patient had not recently been reprogrammed or switched to a new group. The impedance check on april 30th was good per the hcp. It was advised for the hcp to have the patient bring ins recharger to get data from it during the next office visit. No therapy issue/patient symptoms was reported. No further patient complications were reported/ anticipated as a result of this event.